Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump shut off. It was rebooted and then displayed a 'service pump' error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician was unable to duplicate the reported complaint. The unit operated to the manufacturer's technician. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the roller pump to operate normally. The pump was tested with a water loop on various speeds and no disruptions in pump function were observed. The connector was agitated and still a 'service pump' message did not display.